Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: no observed openings on the device. Additional observations: ¿ observed deformation on the device. ¿ yellow particles observed on the surface of the device. No further actions are required as the device was implanted.

Event description:
Patient reported left side rupture. Physician reported biocell replacement. Device has been explanted. This is for the left side

Event description:
Patient reported left side rupture. Physician reported biocell replacement. Device has been explanted. This is for the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient reported left side rupture. Physician reported biocell replacement. Device has been explanted. This is for the left side